Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter .(B)(4).

Event description:
A confirmed overdischarge occurred. It was unknown what number overdischarge it was. A physician mode recharge (pmr) was not performed. The ins was explanted and will be replaced in the future. The patient¿s status was alive with no injury.